Event description:
Superior attachment system did not fully deploy. Several attempts were made to get the balloon into the attachment system to help in the deployment but they failed. The pt was converted.